Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Explanted device will not return due to facility policy. The patient is doing well post operatively and electrocautery was used during the procedure.